Event description:
It was reported that a merlin.net transmission revealed stored episodes of non-sustained rv oversensing. Review of the strips showed some crosstalk and a safety pace was provided on several occasions. Routine monitoring will continue. The patient was seen at a subsequent follow-up, and no further issues of crosstalk were seen.